Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got multiple pump error. The customer¿s blood glucose level was 102mg/dl. Troubleshooting was not performed. The product will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest and displacement test. No post-reset ram crc alarm, history pointers failed or trace pointers are invalid noted. Hardware low level failures alarm confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.